Event description:
During coil embolization of the basilar tip artery, the agility guidewire (614179/554935) was being advanced through the prowler microcatheter (606051fx/17029954) and the physician felt resistance when the guidewire was passing the coil through the end part of the microcatheter. He retrieved the microcatheter and guidewire and found that there was a kink on the tip area of microcatheter, and the guidewire tip was stretched. There was no adverse event to the patient and no clinically significant delay in the procedure and the procedure was continued with a similar/like device. The microcatheter was not positioned at the target site when the resistance occurred, but the devices were in the patient¿s body. Where was no difficulty in withdrawing the guidewire form the microcatheter. The devices had been used and prepped as per the IFU, and a continuous flush had been maintained through the microcatheter.

Manufacturer narrative:
It was reported that the device would be returned for analysis; however, the device has not yet been returned. Information regarding patient age, weight, and gender were not provided. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis on 2/25/2015; however, the analysis has not yet been completed. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during coil embolization of the basilar tip artery, the agility guidewire (614179/554935) was being advanced through the prowler microcatheter (606051fx/17029954) and the physician felt resistance when the guidewire was passing the coil through the end part of the microcatheter. He retrieved the microcatheter and guidewire and found that there was a kink on the tip area of microcatheter, and the guidewire tip was stretched. There was no adverse event to the patient and no clinically significant delay in the procedure and the procedure was continued with a similar/like device. The microcatheter was not positioned at the target site when the resistance occurred, but the devices were in the patient¿s body. Where was no difficulty in withdrawing the guidewire form the microcatheter. The devices had been used and prepped as per the IFU, and a continuous flush had been maintained through the microcatheter. The agility guidewire was intact at the bonds and the corewire. The guidewire was examined under microscopy. The coil stretch was observed just distal to the mid joint. Slight kinks were also observed. No non-conformities were found during the manufacturing process the reported stretching of the agility and kinking of the prowler were confirmed based on product received conditions. The prowler resistance could not be evaluated due to inner microcatheter obstruction; however, the resistance appears to be related to the compressed section found on the device. The agility guidewire was intact. Kinks and coil stretches indicate that the device was subjected to forces that exceed the design specification. The devices did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Inspections are in place to prevent these types of damages from being released from the manufacturing facility. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time.